Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and procedural haemorrhage ('heavy bleeding during surgery (essure removal)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural haemorrhage (seriousness criterion medically significant), urinary tract infection ("uti's"), allergy to metals ("allergic to nickel"), adenomyosis ("adenomyosis") and uterine enlargement ("enlarged uterus"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, procedural haemorrhage and urinary tract infection outcome was unknown. The reporter considered adenomyosis, allergy to metals, medical device removal, procedural haemorrhage, urinary tract infection and uterine enlargement to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: new events allergic to nickel, enlarged uterus and adenomyosis were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and procedural haemorrhage ('heavy bleeding during surgery (essure removal)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural haemorrhage (seriousness criterion medically significant) and urinary tract infection ("uti's"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, procedural haemorrhage and urinary tract infection outcome was unknown. The reporter considered medical device removal, procedural haemorrhage and urinary tract infection to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: uti. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and procedural haemorrhage ('heavy bleeding during surgery (essure removal)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural haemorrhage (seriousness criterion medically significant), urinary tract infection ("uti's"), allergy to metals ("allergic to nickel"), adenomyosis ("adenomyosis"), uterine enlargement ("enlarged uterus"), gastric disorder ("tummy issues"), helicobacter infection ("helicobacter pylori infection"), immune system disorder ("immune system become compromised") and fallopian tube cyst ("cyst on/in my fallopian tube"). The patient was treated with omeprazole and surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, procedural haemorrhage, urinary tract infection, allergy to metals, adenomyosis, uterine enlargement, gastric disorder, helicobacter infection, immune system disorder and fallopian tube cyst outcome was unknown. The reporter considered adenomyosis, allergy to metals, fallopian tube cyst, gastric disorder, helicobacter infection, immune system disorder, medical device removal, procedural haemorrhage, urinary tract infection and uterine enlargement to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: positive for h. Pylori. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information updated. Event: cyst on/in my fallopian tube was newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and procedural haemorrhage ('heavy bleeding during surgery (essure removal)') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal and procedural haemorrhage outcome was unknown. The reporter considered medical device removal and procedural haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Most recent follow-up information incorporated above includes: on 27-nov-2019: information from duplicate case (B)(4) has been transferred, including the event heavy bleeding during surgery (essure removal) and legacy device report number 2951250-2019-11762. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and procedural haemorrhage ('heavy bleeding during surgery (essure removal)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural haemorrhage (seriousness criterion medically significant), urinary tract infection ("uti's"), allergy to metals ("allergic to nickel"), adenomyosis ("adenomyosis"), uterine enlargement ("enlarged uterus"), gastric disorder ("tummy issues"), helicobacter infection ("helicobacter pylori infection"), immune system disorder ("immune system become compromised") and fallopian tube cyst ("cyst on/in my fallopian tube"). The patient was treated with omeprazole and surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, procedural haemorrhage, urinary tract infection, allergy to metals, adenomyosis, uterine enlargement, gastric disorder, helicobacter infection, immune system disorder and fallopian tube cyst outcome was unknown. The reporter considered adenomyosis, allergy to metals, fallopian tube cyst, gastric disorder, helicobacter infection, immune system disorder, medical device removal, procedural haemorrhage, urinary tract infection and uterine enlargement to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: positive for h. Pylori. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and procedural haemorrhage ('heavy bleeding during surgery (essure removal)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural haemorrhage (seriousness criterion medically significant), urinary tract infection ("uti's"), allergy to metals ("allergic to nickel"), adenomyosis ("adenomyosis"), uterine enlargement ("enlarged uterus"), gastric disorder ("tummy issues"), helicobacter infection ("helicobacter pylori infection") and immune system disorder ("immune system become compromised"). The patient was treated with omeprazole and surgery (hysterectomy). At the time of the report, the medical device removal, procedural haemorrhage, urinary tract infection, allergy to metals, adenomyosis, uterine enlargement, gastric disorder, helicobacter infection and immune system disorder outcome was unknown. The reporter considered adenomyosis, allergy to metals, gastric disorder, helicobacter infection, immune system disorder, medical device removal, procedural haemorrhage, urinary tract infection and uterine enlargement to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: positive for h. Pylori. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events: tummy issues, h pylori infection, and immune system become compromised. Treatment drug ¿omeprazole¿ added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of e hell ahs been scheduled') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery scheduled). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.